Event description:
It was reported that the patient received two shocks. Upon interrogation, the device was found to be in backup vvi mode. Further device interrogation was not possible. The device was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred after multiple consecutive high voltage charges caused by noise. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.